Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, bowel adhesions, bowel perforation, bowel obstruction and mesh explant. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and adhesions as possible complications. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery to repair ventral incisional hernia with the implant of bard/davol composix kugel mesh (cat# 0010201, lot# hurb5165) on or about (B)(6) 2010. Patient experienced bowel adhesions, bowel obstruction and underwent surgery on (B)(6) 2016 for explant of composix kugel mesh and patient was implanted with non-bard mesh. Patient underwent surgery on or about (B)(6) 2016 to irrigate and debride an infected wound. Patient underwent revision surgery on or about (B)(6) 2018 and extensive amount of small bowel adhesions were found. Lysis of adhesions was performed and bowel perforation was experienced by patient. The recurrent incisional hernias were closed with "bridging type" mesh. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel mesh. Attorney alleges that the patient had bowel adhesions, bowel obstruction and underwent surgery for explant of the composix kugel mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery to repair ventral incisional hernia with the implant of bard/davol composix kugel mesh (cat# 0010201, lot# hurb5165) on or about (B)(6) 2010. Patient experienced bowel adhesions, bowel obstruction and underwent surgery on (B)(6) 2016 for explant of composix kugel mesh and patient was implanted with non-bard mesh. Patient underwent surgery on or about (B)(6) 2016 to irrigate and debride an infected wound. Patient underwent revision surgery on or about (B)(6) 2018 and extensive amount of small bowel adhesions were found. Lysis of adhesions was performed and bowel perforation was experienced by patient. The recurrent incisional hernias were closed with "bridging type" mesh. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel mesh. Attorney alleges that the patient had bowel adhesions, bowel obstruction and underwent surgery for explant of the composix kugel mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, bowel adhesions, bowel perforation, bowel obstruction and mesh explant. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and adhesions as possible complications. Addendum: this is an addendum to the initial emdr submitted (MDR number 1213643-2024-094575). This supplemental emdr is submitted to document the DHR results and 510k number. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.